Event description:
Patient revised for pain. Found cement plug off the femoral component floating in the joint.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code provided. The exact root cause could not be determined, but it is unlikely that the cement plug would disassociate subsequent to cementing and seating the femoral component. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.